Event description:
I don't recall the exact date. My mother had me put the icy hot patch on her lower back. After about 3 1/2 hours, she asked me to see if she was getting a rash because it was getting itchy under the patch. I almost died when I saw her back. She had 3 very severe burns, along with 1 in the beginning stage, which required daily medication and gauze for almost two weeks. Because her immune system is down, they began to get infected and an antibiotic was required. Worse of all her chemo treatment had to be stopped until they healed. Dose or amount: 1, frequency: 1. Diagnosis back pain: lower back pain. Event abated after use stopped or dose reduced? Yes.